Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, investigation findings).

Event description:
N/a.

Event description:
It was reported that cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) displayed a prompt ¿need maintenance¿. No patient involved.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,e1(initial reporter)(event site mail),e3,g3,g6,h2,h3,h6(type of investigation, investigation findings, impact code, conclusion),h11. A getinge field service engineer (fse) evaluated the unit and found log records with error message 63 (unable to configure the touch screen controller device fault) and 78 (exec ui bridge sender failed wdt). At least one communication packet between the display and exec boards was erroneous. The fse cleared the error logs records, rebooting the unit in clinical mode and operated with the balloons for about an hour and unit operated as normal (no error message prompted). The fse performed all manifold tests with passed result on that day and the unit was released to customer as clinical use.

Event description:
It was reported that cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) displayed a prompt ¿need maintenance¿. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse evaluated the unit and found log records with error message 63 unable to configure the touch screen controller device fault and 78 exec ui bridge sender failed wdt at least one communication packet between the display and exec boards was erroneous the fse cleared the error logs records rebooting the unit in clinical mode and operated with the balloons for about an hour and unit operated as normal no error message prompted the fse performed all manifold tests with passed result on that day and the unit was released to customer as clinical use based on the evaluation results provided by the field service engineer the issue was resolved by cleared all error logs records and rebooting unit in clinical mode however since no part was replaced or returned for evaluation the root cause could not be determined the most probable root cause per the dfmea is component reliability.